Event description:
See also manufacturer report 3004209178-2010-02804. The device was "not working" and the patient turned it off. It was not clear which device was involved. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4).